Event description:
It was reported that the patient presented for a generator change-out. Upon examination prior to the procedure, the right atrial lead exhibited muscle stimulation. The physician elected to deactivate the atrial lead through reprogramming to resolve the issue. The patient was in stable condition.